Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor. Upon evaluation the monitor was unable to securely latch to an electrode belt. The monitor's electrode belt receptacle was physically damaged and missing a guide pin which prevented the monitor from securely latching to an electrode belt. The insecure connection resulted in belt communication issues and the reported false asystole events. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A patient was receiving false asystole alarms and had a damaged monitor receptacle.